Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, one sharp edge opening in the shell with nicks, stress marks and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening. A sharp edge opening in the shell with nick in the side posterior assessed as surgical impact opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient concern regarding lymphoma, pain in breast and chest wall, rupture and lumps 'all the way up'. Experienced pain and numbness for up to 2 hours, from shoulders to her fingers. Patient additionally reported "reported gall bladder issues"; this events is not related to the device. This relates to the right side. Device remains implanted.